Manufacturer narrative:
(B)(4). Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. A supplemental will be filed once the investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: femoral component, catalog #: 00596401651, lot #: unk; unknown tibial with spacer, catalog #: unk, lot #: unk ; unknown bearing, catalog #: unk, lot #: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06382.

Event description:
It was reported that approximately 2 years post implantation, the patient is experiencing a pinching sensation and a clicking noise in the l knee. This has affected the patient's gait and balance. No revision has been indicated. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No device or medical records received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.